Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the use of an intraocular lens (iol) using a preloaded delivery system, the lens had a fiber on it. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger and lens have been advanced to mid-nozzle. There was no fiber observed inside the device or on the clear lens. A collection of viscoelastic was present dried in the cannula insertion area. Lphse was added to the removed viscoelastic to evaluate if a string or fiber was present within the collection of viscoelastic. The dried viscoelastic dissolved into liquid viscous state. There was no string or fiber observed. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used in the device. The device was returned and the lens is in the nozzle. The root cause of the complaint of ¿lens had fibre on it¿ cannot be determined. There was no fiber observed inside the device or on the clear lens. A collection of viscoelastic was present dried in the cannula insertion area. Lphse was added to evaluate if a string or fiber was present within the collection of viscoelastic. The viscoelastic dissolved completely. There was no fiber observed. The manufacturer internal reference number is: (B)(4).